Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas pure c303 analytical unit. Results for the sodium (na) test were affected. Initial result: 149 mmol/l. Repeat result: 138 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The na electrode was replaced. The investigation did not identify a product problem. The cause of the event could not be determined.